Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical codes. Additional information was requested, and the following was obtained: after investigation, the patient was a 78-year-old male. The patient underwent subtotal gastrectomy + jejunostomy in hospital due to "gastrointestinal bleeding" on (B)(6) 2024 (details unknown). The surgeon used vcp771z to perform the sewing of jejuno-gastric anastomosis in the way of interrupted suturing manner, and the operation went smoothly. On (B)(6) 2024, the patient developed jejuno-gastric anastomotic dehiscence (with specific clinical manifestations unknown) and anastomotic bleeding, and the doctor immediately gave the patient a second surgery for re-sewing. The patient was in stable condition currently, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 472 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please provide further description on what is meant by ¿the incision cracked¿. Did the wound dehis? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a partial gastrectomy and empty field anastomosis due to gastrointestinal bleeding. On (B)(6) 2024 a suture was used. Post-op, the incision cracked and the healing was poor. On the 11th day after the surgery, the patient underwent a second surgery with suturing of the cracked incision. Additional information was requested.